Event description:
New information received notes that during a follow up in clinic, several episodes of asystole were detected by the device. Every single espisode was a false positive. Loss of contact was suspected. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine device check. Upon review, the implantable cardiac monitor noted several instances of asystole. It was determined that the device undersensed which resulted in false pause episodes. Loss of contact with the pocket was suspected. No intervention was reported. The patient was stable throughout.